Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device was then programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the there was no response from any button. The customer¿s blood glucose value was unknown. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the minutes change. The buttons had been sticking for the last couple of months. The insulin pump was acting up and not picking signal from my glucometer or transmitter. The insulin pump will be returned for analysis.